Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di #. H4: added device manufacture date. H6: updated method and results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: (B)(6). Operative report. Surgeon: (B)(6). Assistant: staff. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic repair of incisional hernia. Anesthesia: general endotracheal. Blood loss: less than 50 ml. Fluids: 1 ml lactated ringers. Complications: none. Disposition: recovery room, extubated, breathing spontaneously. Indications: this 48-year-old morbidly obese with an incisional hernia that is symptomatic between the xiphoid and umbilicus. He is brought to the operating room for relief. Procedure: ¿in the supine position, after induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual manner. Next 1 % lidocaine with epinephrine local was used preemptively. A 1.5 cm incision was made at the base of the umbilicus, carried down through the fascia, posterior sheath, and into the abdominal cavity. The hasson trocar was introduced and secured. Pneumoperitoneum to 15 cm of c02 was obtained. The camera was placed, finding two open areas on the right side. Two 5 mm trocars were placed. Adhesions to the underside of the hernias were taken down sharply. A second set of 5 mm trocars were then placed in the left lateral abdomen. The area of herniation was measured through the skin and a 15 x 20 ethicon proceed mesh had corner sutures placed. It was soaked in antibiotic and passed through the large port at the umbilicus. It was laid out in the abdomen. The previously placed sutures were brought through the skin with a split suture needle passer and secured. The spaces between the four quadrants were then tacked to the undersurface of the abdomen with a proceed tacker. Pneumoperitoneum was released. The trocars were removed. Fascial defects were repaired with 0 vicryl suture. Skin wounds closed with a surgical stapler. Clean dry dressings were applied. Anesthesia reversed. The patient was extubated in the operating room and taken to the recovery room awake, alert, and in good condition.¿ on (B)(6) 2014: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic incisional hernia repair. Complications: none. Indication: this 48-year-old morbidly obese male, who underwent ileocecectomy for carcinoid tumor 2 years ago, underwent incisional hernia repair laparoscopically approximately 1 year ago, return at this time, the mesh has pulled away from the lateral aspect of the hernia, by cat scan. He is taken back to the operating room for symptomatic relief. Procedure: ¿in the supine position after induction of general endotracheal anesthesia, the abdomen prepped and draped in the usual manner. Lidocaine 1% with epinephrine local was used preemptively. A 2 cm incision is made at the base of the umbilicus, carried down through 12 cm of subcutaneous fatty tissue to the fascia. Fascial stay sutures are placed and the fascia opened. An extra-long hasson trocar is passed through the defect into the abdomen and secured. Pneumoperitoneum to 15 ml of co2 was obtained. Two 5 mm extra-long trocars were placed in the right side of the abdomen. Adhesions were taken down, both bluntly and sharply, from the anterior abdominal wall. Two extra-long 5 mm trocars were then placed in the left lateral abdomen, under direct camera vision, taking down the remaining adhesions to the underside of the abdominal wall. The area of herniation is measured through skin and a gore dualmesh plus, 15 x 19 cm. Corner sutures were placed. It was rolled up and passed through the hasson trocar. It was unrolled within the abdomen, the rough side up. The tacking sutures were brought through with a long grasping instrument put through separate stab wounds. The ties were sutured down and the us surgical tacker was used on the spaces between the sutures. Once completed, the abdominal cavity was inspected and pneumoperitoneum was released. The trocars were removed. Fascial defects repaired with 0 vicryl suture. Skin wounds closed with a surgical stapler. Clean dry dressings were applied. Anesthesia is reversed. The patient was extubated in the operating room and taken to the recovery room awake, alert, and in good condition.¿ on (B)(6) 2014: (B)(6). Implant sicker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code 11754276. W. L. Gore & associates. The record confirms a gore® dualmesh® plus® biomaterial (1dlmcp04/11754276) was implanted during the procedure. On (B)(6) 2015: (B)(6). Operative report. Surgeon: (B)(6). Assistant: staff. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Procedure: attempted laparoscopic repair followed by open repair. Complications: iatrogenic small bowel injury. Indication: this 50-year-old male patient of (B)(6), referred with a symptomatic incisional hernia, is brought to the operating room for relief. Description of procedure: ¿in the supine position, after induction of general endotracheal anesthesia, the abdomen prepped and draped widely, 1 % lidocaine with epinephrine local was instilled at an old umbilical wound. The wound was opened, carried down through the fascia, posterior sheath, into the abdominal cavity. The long hasson trocar was placed. Pneumoperitoneum to 15 cm of co2 was obtained. Two 5 mm trocars are placed on the left lateral abdomen. Adhesions to the underside of previously-placed mesh were taken down both sharply and with the ligasure maryland device. An additional two 5 mm trocars are placed in the right lateral abdomen. Sequentially, adhesions are taken down with great difficulty. A loop of small intestine, which was adherent just below the hernia defect which had been reduced, was entered with the ligasure and could not be repaired laparoscopically. Laparoscopy was abandoned. A midline incision was made above the umbilicus through the hernia defect. Further dissection to take down the adhesions was performed. The injured loop identified. The injury, felt to be too significant to repair, was resected with gia staplers and a functional end-to-end stapled anastomosis created. The abdominal cavity irrigated with copious amounts of antibiotic solution. The fascia was repaired with interrupted figure-of-8 #2 prolene sutures. A 10 mm jackson-pratt was left in the subq and the skin wound closed over the drain with a surgical stapler. Clean, dry dressings were applied along with an abdominal binder. The patient was extubated in the operating room and taken to the recovery room awake, alert, and in good condition.¿ [missing records: records for the alleged mesh explant on (B)(6) 2015 were not provided.] On (B)(6) 2018: [facility not indicated]. (B)(6). Operative report. Preoperative diagnoses: several time recurrent ventral hernia. Infected abdominal wall mesh. Enterocutaneous fistula. Devitalized ulcerated skin. Postoperative diagnoses: several time recurrent ventral hernia. Infected abdominal wall mesh. Enterocutaneous fistula. Devitalized ulcerated skin. Operations performed: multiple-time recurrent ventral hernia repair. Implantation of biologic mesh underlay. Excision of multiple pieces of infected mesh. Takedown of enterocutaneous fistula. Drainage of intra-abdominal abscess. Debridement of abdominal wall, including fascia, muscle, and subcutaneous tissue. Excision of devitalized ulcerated skin, measuring 30 cm long x 10 cm wide. Partial small-bowel resection. Mobilization of skin and subcutaneous flaps measuring 400 square centimeters. Application of a wound vac measuring 40 cm long x 7 cm deep x 5 cm wide. Extensive lysis of adhesions. Indications: mr. Lecher is a 52-year-old man with a complex past surgical hx. He initially underwent an open right hemicolectomy for a carcinoid tumor of the terminal ileum. He subsequently developed a ventral hernia. He then underwent multiple ventral hernia repairs with mesh, all of which failed. Eventually, he required a repair which led to a small-bowel injury requiring a partial small-bowel resection. This resulted in some infected mesh and ultimately an enterocutaneous fistula. He has undergone multiple drainage procedures of abscesses and partial mesh excisions. He was n.p.o. On tpn to try and heal up his enterocutaneous fistula. He has been managed in a wound clinic for the past 2 years with a draining fistula of his abdominal wall. He also has thinned out skin and ulceration of the skin over his anterior abdominal wall. He was referred to me for further evaluation and treatment. After a discussion of the treatment options, he was interested in having this repaired. Operation in detail: ¿after informed consent had been obtained, the patient was brought to the operating room and placed in the supine position on the operating room table. A time-out was performed to verify the patient, the operation, perioperative antibiotics, and perioperative dvt prophylaxis. After adequate anesthesia had been achieved, the patient was then prepped and draped in the standard sterile surgical fashion. We began by making an elliptical incision around the entire area of devitalized, ulcerated skin and the area where the enterocutaneous fistula was emerging from. I carried the incision through the subcutaneous tissue using bovie electrocautery. I then began to lift the skin and subcutaneous tissue off of the abdominal wall at the most cephalad portion. It was here that I first identified the hernia sac. I used sharp dissection to gain entrance into the hernia sac. I was then able to begin some lysis of adhesions to release some of the bowel and omentum from the hernia sac. This allowed me to start to clear off the area underneath the devitalized skin and abdominal wall. I then began to lyse adhesions of omentum, small bowel, and colon from the anterior abdominal wall. I used sharp dissection for this to free it up from the abdominal wall. I reduced some small bowel, colon, and omentum from several hernias along the midline. There were recurrent hernias at multiple locations. There were dense adhesions of small bowel, colon, and omentum to the anterior abdominal wall because there were pieces of intraperitoneal mesh that all of these structures were stuck to. The lysis of adhesions was extremely difficult and time consuming, much beyond what would be expected for a standard recurrent ventral hernia repair. There were multiple pieces of failed intraperitoneal mesh, most of which appeared infected as well. Eventually, I was able to identify a firm structure of the abdominal wall. I opened this sharply and found that it was full pus and an encapsulated piece of infected ptfe mesh. The mesh was removed. The pus was sent for culture, a portion of the mesh was sent for culture, and the remainder of the mesh was sent for gross analysis. I drained the abscess and entirely excised the abscess cavity by debriding it from the abdominal wall. The abscess cavity measured approximately 7 cm long x 3 cm wide. This led me to the enterocutaneous fistula tract, which I identified next. I could get an instrument to travel along the fistula tract. I then mobilized the entire fistula tract from the skin all the way down to a portion of small bowel. I could see where it entered the small bowel. We began to mobilize the enterocutaneous tract; however, we could not release it from the bowel without getting into the small intestine. I, therefore, decided that the entire segment of small bowel where the enterocutaneous fistula was entering would need to be resected. At this point, we used the gia staplers to resect a segment of bowel approximately 15 cm long. The mesentery was taken with 0 vicryl ties. The specimen was then passed off the table and sent to pathology along with a segment of the enterocutaneous fistula tract. We then performed our small-bowel anastomosis. The antimesenteric borders of the stapled edges of small bowel were brought together. We then performed a side-to-side functional end-to-end anastomosis. Enterotomies were intentionally created at the ends of each segment of bowel. The antimesenteric borders were then secured together with a gia stapler. The common enterotomy defect was then closed with interrupted 3-0 vicryl sutures. It was then oversewn with a second layer of 3-0 vicryl lembert sutures. The mesenteric defect was then closed with a running suture. Once this was complete, we then inspected the remainder of the abdomen. Additional lysis of adhesions took place at this point. We found, what appeared to be, an inflammatory nodule within the omentum, which was excised and sent to pathology. We freed up the rest of the small bowel, omentum, and colon from the mesh circumferentially around the edge of the defect until the entire abdominal wall was free of adhesions. Once this was complete, I then inspected the abdominal wall edges. There was clearly some remaining infected mesh, as well as inflammatory tissue scar and a tract of the fistula as well. The abdominal wall was then debrided using a combination of electrocautery, as well as sharp dissection with the scissors. The entire wound length was 40 cm. We debrided abdominal wall circumferentially around the wound defect until we were back to healthy, viable, bleeding tissue. The excised abdominal wall was sent for pathologic analysis. The pieces of mesh that were excised were also sent. I excised every permanent suture and every piece of mesh that I could find within the abdomen. I did not want to leave behind any potential niduses for infection or fistulization [sic]. Once all of this was done, we completed the excision of the devitalized skin and subcutaneous tissue. This measured 40 cm long x 10 cm wide. At this point, I excised all of the hernia sacs. The hernia sac was then sent to pathology for further analysis. Next, I needed to identify and mobilize the fascial edge circumferentially around the hernia defect. I, therefore, used electrocautery to create lipocutaneous skin and subcutaneous tissue flaps. The total length of the flaps on each side of the abdomen was 40 cm and each flap went 5 cm deep for a total of 400 square centimeters of skin and subcutaneous flap creation. I was able to identify the fascial edges. I did further abdominal wall debridement at this point to make sure all scar and thickened tissue at the fascial edge was fully removed. Once all of this was complete, we were looking at a recurrent ventral hernia that measured approximately 25 cm long x 15 cm wide. Given the degree of infection that was present due to the enterocutaneous fistula and the abscess cavity, I did not feel that this was the time to utilize a retrorectus repair or a component separation given that his risk for wound morbidity and ultimate hernia failure would be fairly high in these conditions. So, in order to save some techniques for a potential future repair, I decided to do a strattice biologic mesh underlay to take some tension off of the abdominal wall and then a repair of the several-time recurrent ventral hernia with a running pds looped suture. This would allow us to gain primary closure of the abdominal wall with a biologic mesh underlay in the setting of a dirty and infected field. I, therefore, selected a piece of strattice extra thick mesh. The mesh was placed in an intraperitoneal location. We then used #1 pds sutures circumferentially around the edges of the mesh. These sutures were brought out through the anterior abdominal wall using a carter-thomason device. I made sure that the bulk of the abdominal wall tension would be applied to the mesh to take it off of the midline closure. Once all the sutures were placed, they were all tied down and the mesh lay nicely in a sublay position within the peritoneum. It was able to significantly reduce the gap between the two fascial edges. Next, we closed the fascia over top of the strattice using a running #1 looped pds suture. The fascia came together quite nicely. Just before the closure was complete, we also placed a 19-french drain over top of the strattice. This was brought out through the left side of the abdominal wall. Once the fascia was completely closed, we then irrigated out the subcutaneous space with warm normal saline. This space was quite large, given that we had created sizable subcutaneous and skin tissue flaps. Given that this was a dirty infected case, I did not feel comfortable doing a complete closure of the skin. I, therefore, decided to apply a wound vac which is planned to be followed by a delayed primary closure. The wound measured 40 cm long x 7 cm deep x 5 cm wide. I selected a black sponge which was placed within the subcutaneous space. We then placed the vac dressing over top and applied suction to the sponge at 125 mmhg. The sponge suctioned down quite nicely. All needle and sponge counts were correct x2 at the end of the case. The patient tolerated the procedure well.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided.] [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2018 procedure was not provided.] (B)(6) 2018: [facility not indicated]. (B)(6). Operative report. Staff surgeon: (B)(6). Co-surgeon: (B)(6). I am dictating this as justification for my role as co-surgeon. Preoperative diagnosis: enterocutaneous fistula and recurrent incisional hernia. Postoperative diagnosis: enterocutaneous fistula and recurrent incisional hernia. Procedures performed: takedown of enterocutaneous fistula. Excision of implanted hernia mesh. Small-bowel resection with anastomosis. Underlay hernia repair using biologic mesh. Indications for procedure: (B)(6) is a 52-year-old male who has undergone multiple hernia repairs and has been dealing with an enterocutaneous fistula now for over a year. (B)(6) had evaluated him and deemed him to be a suitable candidate for exploratory laparotomy with fistula takedown. Due to the complexity of this pt¿s condition, (B)(6) asked me to assist with this operation. Description of procedure: at the time I arrived to the operating room, (B)(6) had performed a midline laparotomy and had started the lysis of adhesions. I subsequently assisted with the complete lysis of adhesions, which was done using a combination of bovie electrocautery and sharp dissection. We encountered a very clear fistulous connection between the small bowel and the sharp dissection. We encountered a very clear fistulous connection between the small bowel and the abdominal wall, and we elected to resect this portion of the small bowel. A stapled side-to-side functional end-to-end anastomosis was performed and the common channel was closed with sutures in 2-layered fashion. We then ran the bowel from the ligament of treitz to the terminal ileum and found there to be no other enterotomies or evidence of fistulous disease. We then subsequently created subcutaneous flaps using bovie electrocautery, and this gave us additional mobility of the abdominal wall. Due to the contaminated nature of this operation, we elected not to perform a retrorectus repair, and instead opted for a biologic underlay repair with primary closure of the fascia on top. We fashioned a piece of strattice mesh to provide for adequate overlap and placed multiple transfascial sutures around the perimeter. We then brought a 19-french blake drain out through the left lower quadrant through a separate stab incision, and the closed the fascia primarily using a #1 looped pds suture. After fascial closure was finished, I left the room. Please see (B)(6) diction for complete details. Justification as a co-surgeon: due to my experience managing enterocutaneous fistulas and complex abdominal wall reconstructions, my presence as a co-surgeon was necessary. There were no residents with appropriate skill or experience available to assist with this operation.¿ on (B)(6) 2018: [facility not indicated]. (B)(6). Operative report. Preoperative diagnoses: recent takedown of enterocutaneous fistula, removal of infected mesh, drainage of intra-abdominal abscess and recurrent ventral hernia repair. Wound vac dressing in place. Postoperative diagnoses: recent takedown of enterocutaneous fistula, removal of infected mesh, drainage of intra-abdominal abscess and recurrent ventral hernia repair. Wound vac dressing in place. Operations performed: removal of negative pressure wound vac. Washout of abdominal wound measuring 40 cm long x 7 cm deep x 5 cm wide. Placement of subcutaneous drain. A 2-layered delayed primary skin closure measuring 40 cm long. Indications: (B)(6) is a 52-year-old man with a complex past surgical history. He had originally undergone an open right hemicolectomy for carcinoid tumor of the terminal ileum. He subsequently developed a ventral hernia. He then underwent multiple ventral hernia repairs with mesh all of which failed. Eventually, he required a repair which led to a small bowel injury requiring partial small bowel resection. This resulted in an enterocutaneous fistula as well as infected mesh. He has since undergone multiple drainage procedures for abscesses and he has undergone multiple partial mesh excisions for infected mesh. I took him to the operating room several days ago to remove all of the mesh and permanent suture. I also drained an intra-abdominal abscess, took down an enterocutaneous fistula and resected a portion of small bowel where the fistula was emanating from. I also did an abdominal wall debridement. Given the level of infection present, after I repaired his ventral hernia, I placed a negative pressure wound vac device to further clean the wound before a delayed primary closure. He returns to the operating room today for vac removal and wound washout and delayed primary closure of the skin. Description of detail: ¿after informed consent had been obtained, the patient was brought to the operating room and placed in the supine position on the operating room table. A time-out was performed to verify the patient, the operation, perioperative antibiotic, and perioperative dvt prophylaxis. After adequate anesthesia had been achieved, the patient was then prepped and draped in the standard sterile surgical fashion. We began by removing the negative pressure wound vac device. The wound appeared clean-based. There was healthy tissue with appropriate bleeding from the edges. There was no necrotic tissue and there was no pooled pus or infection. The ventral hernia repair appeared intact. I then proceeded to wash out the wound with warm normal saline. I then washed with irrisept solution as well. Next, I placed a 19-french drain within the subcutaneous space. This was brought out through the right anterior abdominal wall. The drain was sewn to the skin with a 2-0 prolene suture. Next, we performed a delayed primary closure of the skin in 2 layers, the length of the skin incision was 40 cm. I began by placing interrupted 3-0 vicryl sutures within the deep dermal tissue to approximate the skin edges. We then used staples to reapproximate the skin edges. Next, I placed the drain to bulb suction. All needle and sponge counts were correct x2 at the end of the case. The patient tolerated the procedure well.¿ missing records: discharge summary for (B)(6) 2018 admission needed, partial report in records.] On (B)(6) 2018: [facility not indicated]. (B)(6). Operative report. Preoperative diagnoses: nonhealing abdominal wound. Abdominal wall abscess. Subcutaneous tissue necrosis. Postoperative diagnoses: nonhealing abdominal wound. Abdominal wall abscess. Subcutaneous tissue necrosis. Operations performed: incision and drainage of subfascial abdominal wall abscess. Debridement of abdominal wall extending beyond the margins of the wound. Application of negative pressure wound vac for a wound measuring 25 cm long x 7 cm wide x 8 cm deep. Indications: (B)(6) is a 52-year-old man who had undergone multiple prior abdominal operations and ventral hernia repairs. He had an enterocutaneous fistula as well as pieces of infected synthetic mesh. Several weeks ago, I took him to the operating room for removal of the infected mesh, takedown of the enterocutaneous fistula, and repair of the abdominal wall hernia. He initially did well; however, his wound opened up in the postoperative period. This was managed with a wound vac, and he actually granulated a fair portion of it in quite nicely. However, there was a sinus tract with persistent drainage as well as a portion of the wound which was nonhealing. We obtained a CT scan which revealed an abdominal wall abscess as well as an area of likely subcutaneous tissue necrosis. I, therefore, recommend we go to the operating room for further wound debridement. Operation in detail: ¿after informed consent had been obtained, the patient was brought to the operating room and placed in the supine position on the operating room table. A time-out was performed to verify the patient, the operation, perioperative antibiotic, and perioperative dvt prophylaxis. After adequate anesthesia had been achieved, the patient was then prepped and draped in the standard sterile surgical fashion. We began by identifying the sinus tract in the upper portion of the wound. We were able to get a hemostat into the tract all the way down to the level of the abscess cavity. We then opened the abdominal wall all the way down to the abscess cavity. There was pus within the cavity. This was cultured and sent to the lab. We then irrigated out the abscess cavity with warm normal saline. The abscess cavity was approximately 4-5 cm in diameter. There was some devitalized tissue within the abscess cavity which was excised. It was clear that we were still above the level of the biologic mesh, although at the level of the abscess cavity, there was disruption of the overlying fascia. Once this was complete, we then turned our attention towards the remainder of the wound. There was necrotic and devitalized subcutaneous tissue, especially on the left portion of the abdomen. We excised this using sharp dissection with the scissors. We also used a curet for some of the debridement as well. Additionally, we used electrocautery to debride a portion of the abdominal wall. The debridement carried us beyond the edges of the wound towards the left abdomen. We continued our debridement until we were encountering normal-appearing, well vascularized subcutaneous tissue. Once all of this was complete, we then excised the portion of devitalized subcutaneous tissue at the central portion of the wound. We then irrigated the wound with warm normal saline and achieved hemostasis with electrocautery. Next, we irrigated out the wound with irrisept solution and then rinsed this out at the end. We then measured our wound and prepared to apply the negative pressure wound vac. Three pieces of black sponge were placed within the wound and the drape was applied. Negative pressure was then applied, and it suctioned down quite nicely. The patient tolerated the procedure well. All needle and sponge counts were correct x2 at the end of the case.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2014, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2018, and (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: lysis of adhesions, bowel resection, mesh removal, infection, fistula, drainage, abscess, debridement, wound vac, hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative/corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1695, 1862, 1930, 2240, 3191: appropriate term/code not available for ¿removal of bowel, bowel resection, partial mesh excision, debridement of fascia, wound vac¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11754276. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative/corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1695, 1862, 1930, 2240, 3191: appropriate term/code not available for ¿removal of bowel, bowel resection, partial mesh excision, debridement of fascia, wound vac¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11754276. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: [facility ni]. (B)(6) md. Pathology report. Specimen: 15: rv2301. Gross description: specimen labeled ¿hernia sac and small bowel¿ consists of a 11 x 2.5 x 2.5 cm segment of small bowel with attached mesentery measuring up to 3 cm. The small bowel wall is fairly disrupted and partly opened. The serosa shows a serial of fibrosis with evidence of adhesion to surrounding structures. The exposed mucosa is grossly unremarkable. The bowel wall measures approximately 0.3 cm in thickness. There is focal hemorrhage. Submitted together are 10 x 7 x 2.5 cm aggregates of irregular portions of fibroadipose tissue. Some portions demonstrate membrance [sic] tissue. There are also portions including mesh. Representative sections are submitted in three cassettes. Microscopic description: sections consist of small bowel and mesothelial lined fibroadipose tissue. The small bowel demonstrates focal hemorrhage and congestion. The serosa shows marked fibrosis and foreign body granulomas. The hernia sac shows focal acute inflammation, foreign body giant cell reaction and fibrosis. Final diagnosis: small bowel and ventral hernia; resection and herniorrhaphy: segmented small bowel with severe serosal fibrosis and foreign body granulomas. Hernia sac with focal acute inflammation, foreign body giant cell reaction and fibrosis. (B)(6) 2015: (B)(6) hospital. (B)(6). Progress notes. Taking large volume of ice chips. Ileus persists. Abdomen non distended. Impression/plan: ileus, nausea/vomiting. Nasogastric tube placed with high output. Incisional hernia; resolved surgically. (B)(6) 2015: (B)(6) hospital. (B)(6). Progress notes. Bloody stool, bilious drainage from jackson-pratt drain. Impression/plan: small leak at small bowel anastomosis, with leak at wound. Restart intravenous line with saline boluses for dehydration and intravenous antibiotics; follow. (B)(6) 2015: (B)(6) hospital. (B)(6), do. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal bloating; 8 days post herniorrhaphy. Impression: probable ileus secondary to small leak at small bowel anastomotic site and resultant inflammatory process including small foci of extraluminal gas of previous hernia graft. Likely superficial wound infection; jackson-pratt present at this site. Diffuse hepatic steatosis, cholelithiasis. (B)(6) 2015: (B)(6) hospital. (B)(6). Discharge summary. Final diagnosis: enteric leak status post enterectomy. Had prolonged ileus postoperative requiring nasogastric tube placement. Slowly, function returned but this was followed by small bowel leak which was controlled with dressings. Condition on discharge good but with small bowel leak into abdominal wound. Abdomen: soft, nontender, non distended, small bowel fistula. Activity: no lifting. Diet: soft. Follow up in 5 days. (B)(6) 2015: (B)(6) hospital. (B)(6), np. Office notes. About 3 ½ year post resection follow up of carcinoid tumor of ileum. (B)(6) 2015 reported umbilical hernia getting worse; underwent elective surgery for that. Attempted laparoscopic herniorrhaphy; had such significant adhesions that it was converted to open. Developed ileus; hospitalized for about 5 days. Since discharge has had continuing open wound and drainage; packing at least twice per day. Unable to work since surgery; does not anticipate going back to work this year at all, given openness of wound. Lost approximately 40 pounds since surgery. Feels very fatigued. Frustrated with the open wound. Fluctuates between diarrhea and constipation since surgery. Abdomen: obese, soft, active bowel sounds. Mild tenderness on palpation anywhere on abdomen. Large dressing present; starts just above umbilicus, goes down to panniculus. Obvious drainage on bandage at top. Impression: stage iia carcinoid tumor of ileum, post resection. Open surgical wound. Plan: talked about surgery/wound; seems to have a good handle on that. Continue to follow with dr. Garde. Encouraged weight loss. See in 6 months. (B)(6) 2015: surgical associates of wisconsin rapids sc. (B)(6) md. Office notes. Postoperative hernia repair. Reported postoperative pain, signs/symptoms of surgical site infection. Denied postoperative fever. Hernia: there is a high output enterocutaneous fistula mid and surgical wound and a draining wound at umbilicus. Impression: peritoneal abscess, abscess intestine, other digestive symptoms, history of colon cancer, fistula intestine, persistent postoperative fistula. Plan: wound care. Follow up 1 week. Notes: ostomy appliance changed; will need central line /and total parenteral nutrition in order to attempt healing. Hickman catheter placement (B)(6) 2015. Has stopped blood thinners; will not need bridging with heparin. (B)(6) 2015: (B)(6) clinic. (B)(6) do. Office notes. Clearance for hickman catheter. History of enterocutaneous fistula; will be undergoing total parenteral nutrition therapy for extended period of time. Otherwise doing okay. Has had weight loss of nearly 50 pounds; has been trying to do and also dealing with the issues related to fistula. Fistula developed after last surgery; had mesh in abdomen from prior hernia surgery and had bowel loops adhered to the mesh and subsequent development of fistula. Had quit smoking; recently restarted at 1/3 pack/day; had quit in 2003 following a 13- year history of smoking 1 ½ packs/day. Rare alcohol use. Denies abdominal pain, diarrhea or constipation. Weight 315 pounds, bmi 46.6. Abdomen: soft, nontender, nondistended. Draining fistula around periumbilical area. Impression: preoperative evaluation; hickman catheter placement on (B)(6) 2015, enterocutaneous fistula followed by dr. (B)(6) , status post hernia surgery 7/2015, diabetes mellitus type 2, obesity, history of lupus anticoagulant on coumadin, hypertension. Plan: stop warfarin; bridge with lovenox. Otherwise cleared for procedure. (B)(6) 2015: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: high output enterocutaneous fistula. Postoperative diagnosis: high output enterocutaneous fistula. Procedure: left subclavian hickman catheter for home tpn. Complications: none. Indication: this 50-year-old male patient of dr. Tom ferk with an enterocutaneous fistula after abdominal exploration and enterectomy, resulting from attempted laparoscopic incisional hernia repair. After several weeks of dealing with the fistula, the patient has been convinced that tpn was the best option for treatment at this time in this morbidly obese male. (B)(6) 2015: (B)(6) hospital. (B)(6) . Discharge summary. Final diagnosis: enterocutaneous fistula. Procedures: hickman catheter for total parenteral nutrition. Total parenteral nutrition started as inpatient, tolerated well; discharged to home health for home total parenteral nutrition. Discharge condition good. Abdomen: leaking fistula. Discharge activity: total parenteral nutrition 12 on 12 off. Diet: nothing by mouth. Follow up one week. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Emergency department visit. History of ventral hernia; complains of foreign body in previous wound. Recently had ventral hernia surgery with dr. (B)(6) . Last night was packing wound with gauze and believes some gauze is still in wound. Abdomen soft, nontender, wound from hernia surgery in periumbilical area; some redness around wound site. Attempted to enter small wound and retrieve gauze with sterile forceps; unable to retrieve anything. Dr. (B)(6) removed gauze. (B)(6) 2015: (B)(6) hospital. (B)(6), do. Radiology ¿ CT abdomen without contrast. Indication: tunneling wound of abdomen, bone packing issues, evaluate for entrapped packing. Findings: surgical wound of anterior abdominal wall noted which extends in the midline approximately 12 cm above the level of umbilicus. Clearly packing material within wound; extends from midline to the right. Multiple small foci of gas associated with packing material and at the level of the umbilicus there are punctuate gaseous foci. Impression: impacted gauze within the surgical wound of anterior abdominal wall. (B)(6) 2015: (B)(6) hospital. (B)(6) , md. Progress notes. Lost packing in infraumbilical sinus tract last night. Patient called last night to say son was changing the packing, went to put the second packing in infraumbilical sinus, the one on the right sucked in like a vacuum. Tried to get it out but couldn¿t. Did not want to come to emergency department last night because he was about to start total parenteral nutrition; arrived this morning. Emergency department physician tried to remove it but couldn¿t. Had CT today to confirm that packing was indeed in the wound; it confirmed the packing heading towards the right of the abdomen. Patient complains of pressure and copious drainage from wound. Abdomen: soft, obese, multiple sinus tracts that probe at least 6 cm deep. The periumbilical region is red and all are draining pus. Impression/plan: foreign body in soft tissue. Wound is prepped with saline and alcohol, skin infiltrated with local. The small sinus tract on the right infraumbilical region is enlarged about 1.5 cm and using the hemostat, the 1/4th inch packing is removed easily. Wounds are all irrigated and then packed with nugauze packing each over a foot long. Instructed to place longer packing in wound and leave a tail out. Follow up with dr. Garde in 2 weeks. (B)(6) 2015: (B)(6) hospital. (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: enterocutaneous fistula. Findings: diminished strand abnormality within the omentum and anterior mesentery underlying the wound, though small amount remains. Severe diffuse hepatic steatosis re-demonstrated. Scant cholelithiasis. Impression: interval widening of midline ventral abdominal wound, which is now open to the skin in at least 2 sites. Some dehiscent herniorrhaphy mesh extending into upper portion of wound. Air and other debris seen in wound. (B)(6) 2015: (B)(6) hospital. (B)(6) . Physician orders. Diagnosis: long term large open abdominal wound. Reason for service/history: nothing by mouth 6 months; on home total parenteral nutrition. Procedure/service requested: physical therapy; evaluate and treat. Disposition: send home. (B)(6) 2016: (B)(6) hospital. (B)(6) np. Office notes. Follow-up 4 years after resection of carcinoid tumor of ileum. Has had an open wound, continues to follow with surgeon. Reports it is nearly closed up. Maintained about 30-pound weight loss since surgery in (B)(6) 2015. Abdomen: obese, soft with active bowel sounds. No pain on palpation, unable to palpate lymphadenopathy. Continues a large dressing just above umbilicus. Mild drainage noted on bandage. Impression: stage iia carcinoid tumor of ileum; no evidence of recurrence. Plan: see back in 6 months. Follow up with dr. (B)(6) in regard to open wound. (B)(6) 2016: (B)(6) clinic. (B)(6) do. Office notes. Fell at home; struck right side on table. Weight 353 pounds, bmi 52.1. Impression/plan: acute third and fourth rib fractures on right, mild atelectasis. Norco for pain. (B)(6) 2016: (B)(6) hospital. (B)(6) np. Office notes. Has felt well. Weight down according to patient about 30 pounds. Abdomen: obese and soft. Active bowel sounds. Continues with large dressing at umbilicus; I did not lift up bandage. Has mild tenderness at right lower ribcage from a recent rib fracture. Impression: stage iia carcinoid tumor of ileum, post resection; no evidence of recurrence. Open surgical wound. Elevated hemoglobin. Plan: recommend continue to follow up with dr. (B)(6) regarding this open wound. (B)(6) 2016: (B)(6) clinic. (B)(6) do. Office notes. Doing well. Notes occasional abdominal discomfort related to surgeries, but these have been resolving. Abdomen soft, nontender, nondistended. Impression/plan: liver function tests slightly elevated; check right upper quadrant ultrasound. (B)(6) 2017: (B)(6) hospital. (B)(6) np. Office notes. Follow-up 5 years after resection of carcinoid tumor of ileum. Medical history: morbid obesity, recurrent deep venous thrombosis with chronic lifelong anticoagulation, testicular seminoma status post left orchiectomy followed by prophylactic radiation 1997. Open wound, generally feels well. Abdomen: obese, soft, active bowel sounds, no tenderness, large dressing at umbilicus. Impression: stage iia carcinoid tumor of ileum post resection, open surgical wound. Plan: doing well. 5 years since surgery; no evidence of recurrence. See back on yearly basis. (B)(6) 2017: (B)(6) hospital and clinics. (B)(6) do. Emergency department visit. Had ventral hernia repair, subsequent revisions; developed abscess this past week and general surgery in marshfield did an incision and drainage; area is packed with iodoform gauze; having more discharge, discomfort and purulent smell coming from area. States talked to surgeon; come to emergency room for evaluation/possible CT scan. Nausea, vomiting, diarrhea past few days that is starting to resolve. Chills, no measured fever, has been changing packing twice daily. Initial surgery with dr. Garde here. Abdomen: soft, nontender, bowel sounds hyperactive, no rebound, no guarding. 7 mm sclerosed ventral scar with a center ulceration that has iodoform gauze in purulent material leaking from the area with very strong odor. Due to long surgical history, case discussed with dr. (B)(6) ; states not a surgical candidate at this time. Case then discussed with hospitalist for wound care management and admission. Impression: chronic wound infection of abdomen. Admitted. (B)(6) 2017: (B)(6) hospital and clinics. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: draining umbilical wound status post mesh removal and mesh infection. Comparison: 12/4/15. Findings: appears to be draining open wound at level of umbilicus there is small 3 x 2 cm fluid collection just under the skin; may represent small abscess. Left of fluid collection is area of what appears to be phlegmon with scattered air and oral contrast. Suspect possible draining fistula. Non-specific loops of small bowel in left abdomen. Upper midline abdomen demonstrates a 2 cm anterior wall defect through which a loop of bowel herniates into without obvious obstruction or incarceration. Just to right of midline at level of draining fistula is a right significant anterior abdominal wall defect through which herniates numerous unremarkable appearing non-obstructed small bowel loops. Impression: midline periumbilical phlegmon with probable draining fistula from what appears to be small bowel. Small subcutaneous 3 x 2 cm fluid collection. Some diffuse fluid in right mesentery measuring 8 x 1 cm with no walled off portion to suggest abscess. (B)(6) 2017: (B)(6) hospital and clinics. (B)(6) md. History and physical. Chills, weakness, copious drainage of foul feculent fluid from chronic abdominal wound. Had hernia repair with mesh (B)(6) 2015 with small bowel resection; developed infected mesh and open wound. On total parenteral nutrition for almost a year and fistula did close but wound remained non-healing. Referred to marshfield clinic over 6 months ago; had infected mesh removed. Wound eventually did heal significantly except for small blistered area. States he was seen by surgeon at (B)(6) on (B)(6) 2017 who opened up the blistered area to probe for sinus tract. Shortly after, started getting sicker with brown feculent drainage from wound. Had diarrhea, nausea/vomiting. Diarrhea and vomiting improved but wound continued to get worse. Has leukocytosis and appears ill, morbidly obese. Initial surgery on (B)(6) 2012; right partial colectomy with removal of terminal ileum for carcinoid of terminal ileum. Developed incisional hernia; repaired laparoscopically (B)(6) 2013. Had recurrence; repaired again laparoscopically on (B)(6) 2014. Developed recurrence again, attempt at laparoscopy unsuccessful on (B)(6) 2015; converted to open due to enterotomy. Developed fistula after and placed on total parenteral nutrition on (B)(6) 2015. Social: cigarettes ¾ pack/day. Occasional alcohol. Abdomen: scars, morbidly obese. Draining feculent foul-smelling fluid from 1.5 cm circular wound. Impression/plan: chronic abdominal wound and most likely enterocutaneous fistula. Followed by (B)(6) clinic and is too complex for this institution; (B)(6) will no longer see him due to insurance restrictions. Patient is ill and admitted for antibiotics. Once he is well, has researched where he can go through his insurance. May be seen at (B)(6) hospital in (B)(6) . Chronic wound infection of abdomen. Chronic incisional hernia. (B)(6) 2017: (B)(6) hospital and clinics. (B)(6) md. Progress notes. Abdominal wound. Odor decreased. Was vomiting on admission. Feels better. Would like to follow-up with froedtert once through acute episode. Abdomen nondistended, little tender at right lower quadrant. Wound looks stable; not warm, peri-wound erythema. Impression: chronic enterocutaneous fistula; abdominal wound for 2 years now. Trying to get through acute episode with antibiotics. Follow-up wound care planned with froedtert once discharged. Surgery consulted here. Chronic wound infection of abdomen. Chronic incisional hernia. Status post small bowel resection. (B)(6) 2017: (B)(6) hospital and clinics, inc. Microbiology. Source: abdomen. Culture/anaerobic only: heavy growth prevotella oris, beta lactamase positive. Heavy growth parvimonas micra. Moderate growth anaerobic diphtheroid. No further workup done. Culture/wound: gram stain: few squamous epithelial cells. Few pmns. Few rbcs. Moderate gram-negative bacilli. Few gram-positive cocci in pairs. Culture: moderate growth staphylococcus aureus. Moderate growth actinomyces odontolyticus. Moderate growth diphtheroid and streptococcus viridans. (B)(6) 2017: (B)(6) hospital and clinics.(B)(6) md. Discharge summary. Discharge diagnoses: probable enterocutaneous fistula, has chronic wound there. Treated with broad antibiotics; grew out mixed organisms including methicillin-susceptible staphylococcus aureus. Dressing changes with surgical packing dakin¿s soaked daily, gauze above and optifoam above that. Cleaned with normal saline between dressing changes. Advised to follow up in next few days with a wound center of otherwise specialized type practitioner with significant knowledge in fistulas and wound management. Sepsis; present on admission with fever, elevated white count, no bacteremia though. Morbid obesity; bmi 45.2. Has known abdominal wound I think for couple of years. Had carcinoid removed with right hemicolectomy a couple years ago. I believe that left a hernia; had surgery with mesh placed then chronic wound after. Mesh was removed and had been worsening lately. Followed with dr. (B)(6); had increased foul drainage, chills, fever, mild abdominal pain. On exam, did not have necessarily cellulitic red para-wound findings, but foul drainage for sure. Put on broad-spectrum antibiotics doxycycline and zosyn. White count came down and transitioned to augmentin and doxycycline. Symptomatically felt better. Odor decreased significantly by time of discharge. Discharged in good condition. (B)(6) 2017: (B)(6) clinic. (B)(6) do. Office notes. Follow up from hospitalization. Admitted for foul-smelling drainage from abdominal wall wound related to probable enterocutaneous fistula. Has been following with surgeon at marshfield clinic. Has had issues with abdominal wall fistula related to a prior hernia surgery that developed a chronic abscess followed by fistula. Abdomen: mid abdominal wall with draining; soft, nontender, nondistended. Impression: abdominal wall draining wound consistent with enterocutaneous fistula. Plan: continue wound packing and coverage of wound. No further follow up planned with current surgeon; going to transfer/get consultation and wound care at (B)(6) . (B)(6) 2017: (B)(6) clinic. (B)(6) do. Office notes. Annual exam. Dealing with ongoing abdominal wall draining fistula following multiple hernia surgeries in abdomen. Enterocutaneous fistula has continued to be problematic; followed at froedtert medical center. Medications: dakin¿s solution, warfarin. Abdomen: draining fistula in central abdomen and around periumbilical area; soft, nontender, nondistended. Impression: abdominal wall draining wound consistent with enterocutaneous fistula, obesity. Plan: undergoing wound management, evaluation with colorectal surgeon and CT scan abdomen; looking at doing a colonoscopy. Follow up 6 months. A1c 6.3%. (B)(6) 2017: (B)(6) gastroenterology. (B)(6) np. Office notes. To be scheduled for colonoscopy screen. Colonoscopy done (B)(6) 2012 for abnormal CT scan. Findings: single small polyp in terminal ileum, single small polyp in distal sigmoid. Terminal ileum polyp shows low-grade neuroendocrine tumor. Sigmoid polyp consistent with inflammatory or reactive polyp. Complains of diarrhea. Reports multiple hernia repair surgeries and non-healing fistula. Has appointment with hernia specialists (B)(6) to determine what can be done about non-healing fistula. States did have more recent CT scan that shows ¿things looking well but still having fistula.¿ weight 333 pounds, bmi 49.18. Abdomen: soft, nontender, positive for incisional hernia, drainage noted on gauze dressing to midline abdomen. Impression: carcinoid tumor of small intestine, diarrhea, change in bowel habits. Plan: colonoscopy/ esophagogastroduodenoscopy; hold warfarin for 4 days prior. (B)(6) 2017: (B)(6) . (B)(6) md. Procedure report. Esophagogastroduodenoscopy. Indication: change in bowel habits, personal history of malignant carcinoid tumor of small intestine. Impression: normal esophagus, stomach, and mucosa in whole duodenum (biopsy). Colonoscopy. Impression: previous surgery in mid-transverse colon, otherwise normal exam (biopsy). Plan: may restart coumadin today. Trial of cholestyramine, biopsy dependent. Explant date: (B)(6) 2018 ([dates of hospitalization ni]). (B)(6) 2018: (B)(6) hospital. (B)(6) np. Office notes. Follow-up surgical resection of stage iia carcinoid tumor of ileum. Hospitalized (B)(6) 2017; found enterocutaneous fistula with a chronic wound. Aggressive management with dressing changes and intravenous antibiotics completed. More recently, since (B)(6) 2018, has undergone 3 abdominal surgeries, most recent on (B)(6) 2018. Records not available to me, but patient reports there was infected mesh and sutures, which were removed, and different mesh placed. Has had ongoing wound vac. Follows with dr. (B)(6) every 2 weeks. Has home health nurse who helps change wound vac on regular basis. Is hopeful this will recover and is able to return to work; on medical leave of absence since (B)(6) 2018. Emergency room visit (B)(6) 2017; CT identified draining fistula, small subcutaneous fluid collection, some diffuse fluid in right mesentery with no walled-off portion of abscess. Weight 302.5 lbs. Abdomen obese, soft with multiple well-healed surgical scars. Does have wound vac attached to umbilical region with secured transparent dressing. Impression: stage iia carcinoid tumor of ileum, status post resection without evidence of disease. Poorly healing abdominal wound with fistula. Plan: continue observation. Continue CT scanning as indicated; frequent CT scans due to other reasons at this time. (B)(6) 2018: (B)(6) hospital and clinics. (B)(6) md. Emergency department visit. Abdominal pain associated with nausea. Status post mesh hernia repair in (B)(6). Today, felt sudden popping, abdominal pain. Surgeon told to come to emergency department to get CT scan/blood work. Abdomen: soft, tenderness superior to umbilicus, no rebound or guarding, bowel sounds normal, no palpable hernia. CT reveals gas collection of abdominal wall, early or partial small bowel obstruction; however, reports passing gas and not vomiting. Had hernia repair in february and march had wound revision with a wound vac; completed in june. Seems unlikely gases remaining from that time. Concerned that this is new infection of abdominal wall; very tender, has leukocytosis with left shift. Impression: infected prosthetic mesh abdominal wall. Small bowel obstruction. Plan: transfer to (B)(6) hospital. Condition guarded. (B)(6) 2018: (B)(6) hospital and clinics. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Preliminary report. Indication: question hernia. Multiple hernia surgeries. Recent surgery (B)(6) to repair mesh; noted lump at incision site today, sharp pain at incision site. Comparison: CT (B)(6) 2017. Findings: evidence of high-grade early or partial small bowel obstruction with prominent fluid and gaseous dilatation of bowel throughout. Area of transition appears to be in region of lower abdomen/pelvis. Distal most small bowel and colon decompressed. Post-surgical changes and soft tissue thickening involving anterior abdominal wall compatible with history of previous hernia repair. No discrete ventral hernia identified. Soft tissue gas along the anterior abdomen at level of mid and lower abdominal wall appears to be related to abdominal wall soft tissues. Also, soft tissue thickening and subcutaneous gas collection with minimal fluid along the right paramedian mid to lower anterior abdominal wall. Abdominal wall findings may be related to postsurgical changes if undergone recent surgery. Clinical correlation recommended as gas-forming infection or abscess must be considered in absence of recent intervention. Fistula would be differential possibility as abdominal wall gas extends adjacent to small bowel loop on sagittal images. Cholecystolithiasis. (B)(6) 2018: (B)(6) hospital and clinics. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain, painful palpable lump, nausea and vomiting. Abdominal mesh herniorrhaphy (B)(6) 2018. Findings: small bowel obstruction the distal jejunum with small bowel transition point in left lower quadrant. Likely etiology would be adhesions. 3.1 cm right para midline air collection within the subcutaneous tissue. A mild amount of inflammatory stranding following this collection but no air-fluid level to suggest subcutaneous abscess. No evidence of abdominal wall or intraperitoneal abscess.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2017: (B)(6) hospital. (B)(6), apnp/dr. (B)(6). History of morbidly obese male with history of lupus, hypercoagulopathy on warfarin, carcinoid surgery with r hemicolectomy (2012) subsequent laparoscopic ventral hernia repair x2, and laparoscopic ventral incisional repair converted to open with small bowel resection (B)(6) 2015 and removal of infected mesh and chronic abdominal wound/cutaneous fistula since that time, presents for 1 month follow up evaluation and treatment of cutaneous fistula open x2 yrs. Occasional smoker, "quit" 2015. ¿had 3 day hospital stay at (B)(6) for sepsis, (B)(6) 2017 with abdominal enterocutaneous fistula following partial removal of infected mesh by md in office. Reports he developed increased foul-odorous drainage, fever, nausea and "felt sick". Culture with mixed organisms and mssa and mixed organisms, was treated with doxycycline and zosyn, transitioned to augmentin and doxycycline upon hospital discharge. Has completed antibiotics. Wound mid-abdomen tracks ~7cm, draining mod amount non-odorous serosanguinous exudate with dressing changes 2x/day with 0.25% dakins soaked strip gauze and absorptive dressing. Periwound skin non-inflamed. Topical treatment & dressing: packed loosely with 1/4" plain packing strip, layers of dry gauze underneath 4x4" foam border dressing. Plan: 1. Discussed plan to treat locally with antimicrobial (hypochlorous acid hydrogel), increasing protein intake, with written instructions provided. 2. Advised if no response to conservative local care in 2 months or so, will consider referral to plastics or gi surgery. 3. Rtc 1 month. Per wound care note, (B)(6). Wound size: length: 0.7 width: 0.4 depth: 4.2. Tunneling: present. Location: 2 o'clock: 5.8cm. Large amount serosanguinous drainage. (B)(6) 2017: (B)(6) hospital. (B)(6), apnp/dr. (B)(6). Wound mid-abdomen undermining a little less at 2-3o'clock with draining mod amount non-odorous serosanguinous exudate with dressing changes 2x/day using 0.25% dakins soaked strip gauze and absorptive dressing, occasional odor- none today, no periwound erythema. Did not obtain hypochlorous acid solution as discussed, though agrees will obtain today. Wound assessment: 0.4x0.4cm, 5.0cm deep within area of scar tissue, draining large amount less odorous, tan exudate. No periwound inflammation. Assessment: enterocutaneous fistula. Mid-abdomen wound: 0.4 x 0.4 cm. Packed loosely with ¼¿ plain packing strip, layers of dry gauze underneath 4x4¿ foam border dressing. Plan: discussed plan to continue to treat locally. Will change to hypochlorous acid from dakin's, continuing to increasing protein intake, with written instructions provided. 2. Advised if no response to conservative local care, will reevaluate response and will plan to refer to plastics or gi surgery. 3. Rtc 1 month. Per wound care nurse (B)(6), rn: topical wound dressings: 1/4" gauze packing strip; mepilex foam dressing. Location: wound 1: mid abdomen. Wound size: 0.5x0.2x4.0cm at 2 o'clock. (B)(6) 2017: (B)(6) hospital. (B)(6), apnp/dr. (B)(6). This is his 3rd visit, with changes in local care. Discussed referral to colo-rectal as mentioned at previous visit, due to non-healing and duration of wound presence. Wound mid-abdomen undermining has decreased a bit at 2-3o'clock with draining mod amount nonodorous serosanguinous exudate with dressing changes 2x/day. Assessment: enterocutaneous fistula. Mid-abdomen wound: length: 0.4. Width: 0.4 cm. Depth 5.0. Tunneling: location: 2 o¿clock: 5.4 cm depth. Large exudate of serosanguinous drainage, mild odor. Packed loosely with ¼¿ plain packing strip, layers of dry gauze underneath 4x4¿ foam border dressing. Plan: discussed advise referral to colo-rectal in light of non-response to conservative, non-cytotoxic local care. Pt in agreement. 2. Return to clinic only as needed, or if not scheduled with colorectal in next 4-6 weeks. Nurse wound note, (B)(6), rn. Wound mid-abdomen tracks ~5.4cm, draining mod amount mild-odorous serosanguinous exudate with dressing changes 2x/day with puracin soaked strip gauze and absorptive dressing. Periwound skin slightly macerated. Would like to consider surgical closure at this time. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Colorectal surgery history and physical: ¿¿ referred by dr.(B)(6) for bowel fistula. Had colon resection had hernia and had this addressed with surgery several times, including with mesh. During one surgery, had to resect sb [small bowel] and had an anastomitic [sic] leak which caused a fistula in 2015. Was on tpn for ~4 months and his output significantly decreased (he says it never went away completely). Had a CT scan at the time and was told "it had healed". The output stayed low/scant for many months, then in (B)(6) 2017 he went to see a doctor and he "scaped around in the wound" and caused some bleedning [sic]. Right after this he got rather sick and presented to local ed in sepsis. Was admitted for 3 days on IV abx and transiitoned [sic] to oral. Fistula output significantly increased after this and has been stable about 20-40cc per day (he changed gauze twice daily). Saw his surgeon in wi rapids (dr. (B)(6)) who told him that he needed to see a specialist about this. Has follow-up with uw-wi rapids for his carcinoid and is cancer free; was last evaluated in february to march. Says he quit smoking in (B)(6) 2017.¿ physical exam: ¿abdomen: bowel sounds normoactive, soft, non tender, non distended, no organomegaly or masses. Obese. Incision: midline incision wide-based, on right side packing intact with abotu [sic] 20cc thick purulent output since last night. Fistula tracks deep to skin heading to right for at least 5cm.¿ plan: ¿¿ with enterocutaneous fistula after ventral hernia repair, had a long discussion about possible explanations for recurrent fistulas, including malignancy, retained foreign bodies and distal obstuctions [sic]. Also discussed his cancer history and surveillance [sic] and discussed thei [sic] importance of medical optimization prior to any surgery that would address his ecf. Since he has already failed tpn and bowel rest, I do not think repeating this would be effective. --will check the following labs: hg a1c, albumin, prealbmin [sic], cbc, lft, bmp, "chromogranin a", enolase. --will have him get another CT scan to see how inflammation and anatomy is now. Will get this with oral contrats [sic]. --I may order octreotide scan depending on other carcinoid results, though for now will hold off. --he should get a colonoscopy and can get this locally. Will reach out to his pcp to order this. --I would like him evaluated by one of our hernia surgeons and his abdominal wall reconstruction is above my skill level. --I will see him back in a few weeks after the above.¿ on (B)(6) 2017: (B)(6) hospital. (B)(6), md. Radiology. CT chest/abdomen/pelvis with contrast. History of small neuroendocrine tumor and enterocutaneous fistula. Follow up exam. Findings: bowel: postoperative change related to laparotomy, apparent secondary intention healing of the incision. Changes of ileocecectomy with unremarkable anastomosis. Persistence of enterocutaneous fistula to the level of the incision/incisional scar (series 4, #277, 278). Previously described ill-defined fluid/phlegmon within the mesentery, as well as the small subincisional collection have resolved. The bowel is otherwise unremarkable. Free air or fluid: none. Peritoneum: negative. No nodularity or thickening. Impression: ¿1. Changes of partial bowel resection related to small bowel neuroendocrine/carcinoid tumor. 2. Borderline enlarged right paratracheal lymph node otherwise demonstrates normal morphology, nonspecific. No other enlarged lymph nodes, or evidence of metastatic disease in the chest, abdomen, or pelvis otherwise. 3. Persistent subincisional enterocutaneous fistula. Previously described ill-defined fluid or phlegmonous collection in the mesentery and subincisional collection have resolved. 4. Couple tiny nonspecific pulmonary nodules. 5. Uncomplicated cholelithiasis.¿ (B)(6) 2017:(B)(6) hospital. (B)(6), md. Progress notes. ¿¿ with a complex past surgical history who has been referred for an "enterocutaneous" fistula, recurrent ventral hernia, and infected mesh. His pertinent medical history began with an open right colectomy for a carcinoid tumor of the terminal ileum. He recovered well but developed a ventral hernia. He underwent a laparoscopic ventral hernia repair with proceed mesh. This repair failed rapidly and he then underwent a laparoscopic recurrent ventral hernia with gore dualmesh. This repair also failed and he then underwent a laparoscopic converted to open primary ventral hernia repair and partial small bowel resection. He then developed subsequent abdominal wall infections and an enterocutaneous fistula. He underwent incision and drainage of the abscesses and underwent a partial mesh excision. His fistula continued so he was made npo and placed on tpn. He has been managed in the wound clinic. He has now had a draining fistula for over 2 years. He is no longer on tpn and he is able to eat. There is a persistent fistula tract and abdominal wall cavity. He packs the tract with gauze and places a dry gauze dressing twice daily. Of note, he has a history of dvt and is on coumadin. He is morbidly obese with a bmi of 48. He also smokes cigarettes. Weight 325 lbs. Impression/plan: ¿¿ with a several time recurrent ventral hernia, infected mesh, and an enterocutaneous fistula in the setting of morbid obesity and tobacco use. I described the nature of hernias, infected/failed mesh, and enterocutaneous fistulas. We discussed the treatment options including watchful waiting, medical management and wound care for attempted fistula closure, fistula takedown, open hernia repair, laparoscopic hernia repair, components separation, and the use of mesh. We discussed the advantages and disadvantages of each treatment approach. I advised him that he is at extremely high risk of wound morbidity, complications, and hernia recurrence. I advised him that the primary goals of this operation should be ecf takedown, removal of infected mesh, and abdominal wall debridement. If this can be accomplished, then a subsequent hernia recurrence can more easily be addressed if needed. He cannot get an elective operation until he quits smoking and we will test him for smoking. If he fails, then his case will be canceled. I have recommended an open takedown of enterocutaneous fistula, partial bowel resection, explantation of infected mesh, debridement of abdominal wall, excision of scar, recurrent ventral hernia repair, possible components separation, and implantation of absorbable mesh. I described the operation, the expected perioperative course, as well as the potential risks, complications and side effects. He conveyed understanding and agreement with the plan. He will need to be seen in hra pat clinic prior to surgery and he must quit smoking for 8 weeks prior to surgery. His anticoagulation will likely need to be bridged. He is not a candidate for an epidural given his need for therapeutic anticoagulation. On (B)(6) 2018: laboratory report. Abdominal wound culture: 2+ klebsiella pneumoniae. 2+ additional gram negative rods isolated. 2+ eikenella corrodens. 1+ vancomycin resistant enterococcus faecium (amp r, linezolid I, vanco r). 1+ streptococcus anginosus. 1+ corynebacterium striatum. 1 colony streptococcus dysgalactiae/canis (group c/g). 1 colony enterococcus avium (amp s, linezolid r, vanco s). 4+ bacteroides ovatus (fragilis group) beta-lactamase positive. 4+ additional mixed anaerobic flora present. Deep abdominal culture: 1+ vancomycin resistant enterococcus faecium further susceptibility to follow. 1 colony streptococcus dysgalactiae/canis (group c/g). 1 colony enterobacter cloacae complex. 1+ corynebacterium striatum. 3+ bacteroides ovatus (fragilis group) beta-lactamase positive. 3+ additional mixed anaerobic flora present. On (B)(6) 2018: (B)(6), md/ (B)(6), md. Discharge summary. Admission and discharge diagnoses: abdominal wound infection. Hospital course: ¿¿ whom was admitted from clinic (B)(6) 2019 and underwent the below stated procedure on (B)(6) 2018. He tolerated the procedure well and was transferred to the floor for postoperative monitoring. His diet was advanced as tolerated to a general. Pain was controlled with IV medications, which were later transitioned to oral medications. He was placed on sq heparin for dvt prophylaxis. Prior to discharge, his pain was well controlled with oral pain medications, he was voiding appropriately, tolerating a general diet, and was ambulating without difficulty. He will resume home wound vac cares to his midline wound as he had been doing preoperatively.¿ discharged to home in stable condition. On (B)(6) 2018: (B)(6) hospital ¿ (B)(6) health center. (B)(6), md. Infectious disease consult note. Chief complaint: abdominal wall abscess. ¿impression: 1. Abdominal wall abscess - polymicrobial including vre, enterobacter, anaerobes 2. Hx enterocutaneous fistula 3. Hx carcinoid tumor. Complicated abdominal surgical history, recently with ventral hernia infected mesh and enterocutaneous fistula. Had mesh removed (B)(6) 2018 with wound vac. Then recently went to operating room (B)(6) 2018 for washout of an abscess. He was discharged with po antibiotics, but the culture was unsurprisingly polymicrobial, and included some resistant organisms including vre. He is doing well post operatively, and the debridement has done majority of the work in clearing this infection. It is difficult to tease out which organism is clinically relevant vs which are simply present in the abscess/wound area. He should received a short course of antibiotics and we will need something relatively broad. I think this could be accomplished with orals. Cipro for the enterobacter and other gram negatives. Amox/clav for the enterococcus avium as well as anaerobic coverage. Linezolid for the vre, though it is intermediate, since this was an already drained abscess, I think it will be okay.¿ plan: continue ciprofloxacin - stop metronidazole - amox/clav 875 mg po bid for 7 days - linezolid 600 mg po bid for 7 days - monitor for symptoms of c diff - follow up with surgery as planned.¿ on (B)(6) 2018: (B)(6) hospital ¿ (B)(6) center. (B)(6), pa-c. Progress notes. ¿¿who is 13d status post incision and drainage of subfascial abdominal wall abscess, debridement of abdominal wall extending beyond the margins of the wound, and application of negative pressure wound vac for a wound measuring 25 cm long x 7 cm wide x 8 cm deep on (B)(6) 2018 with dr. (B)(6), md. His post-operative course was uncomplicated. Overall, the patient reports he is doing well. Pain is controlled. Assessment: 1. Open wound: healing very well. Odor resolved following recent or. We will continue the vac. Recovering well. Remains without signs or symptoms of infection.¿ on (B)(6) 2018: (B)(6) hospital ¿ (B)(6) center. (B)(6), md. Progress notes. ¿¿ who underwent takedown of an enterocutaneous fistula, excision of infected mesh, partial small bowel resection, abdominal wall debridement, and recurrent ventral hernia repair with mesh on (B)(6) 2017. In the postoperative period, the skin of his midline wound opened up and a wound vac was applied. At follow-up, I suspected some necrotic subcutaneous fat which I debrided in the office. This failed to resolve the issue so he was taken to the operating room for abscess drainage and further debridement. Since then, the wound has continued to fill with granulation tissue. However, there is an area of the right abdomen where there is some drainage. This area is not filling with granulation and feels firm. The wound appears to be healing, but I suspect a small abscess. This was drained in clinic today. The abscess appears to be a hematoma cavity which would make sense given that he is on therapeutic anticoagulation. The wound vac was then applied. Culture was sent. We will see him back in 2 weeks. On (B)(6) 2018: (B)(6) hospital. [Provider not listed] laboratory report. Abdominal wall wound culture. Aerobic and anerobic: 2+ klebsiella (enterobacter) aerogenes 1 colony corynebacterium striatum no anaerobic organisms isolated. Gram stain: moderate pmn's, few gram negative rods. On (B)(6) 2018: (B)(6) hospital. (B)(6), md. Progress notes. ¿his wound is filling in quite nicely and the wound edges are contracting towards the midline. We will continue the wound vac; however, I suspect he will need this for less than 4 weeks. I will plan to see him in 2 weeks to assess progress of the wound. He has been having diarrhea since his last round of antibiotics. We will check a sample for c. Diff and we will have him start a probiotic. He conveyed understanding and agreement with the plan.¿ on (B)(6) 2018: (B)(6) hospital. (B)(6), md. Progress notes. ¿he has developed a new tunnel with tracks from the midline wound up towards the right upper abdomen. It is about 4 cm deep and 1.5 cm wide. The remainder of the wound is filling in and is now quite shallow. Additionally, he has had significant closure of the wound width. We will perform dressing changes to the wound for now and reassess next week. He reports that he is otherwise doing quite well and looking forward to returning to work. He conveyed understanding and agreement with the plan.¿ on (B)(6) 2018: (B)(6) hospital. Inpatient admission. On (B)(6) 2018: (B)(6), md. Assessment: ¿pmhx of lupus anticoagulant (on warfarin), previous dvt, significant abdominal surgical history including appendectomy, open r hemicolectomy for carcinoid tumor, ventral incisional hernia s/p multiple take backs for poor wound healing and small bowel injury, and enterocutaneous fistula who reported to an osh for sudden acute onset of abd pain. Reported CT scan at osh concerning for early sbo [small bowel obstruction] and abdominal infection. Due to pt's clinical exam and objective findings, not [now] concerning for sbo or abdominal infection.¿ on (B)(6) 2018: (B)(6), md. Radiology. Abdominal series. Impression: ¿similar appearance of the dilated small bowel loops throughout the abdomen, compatible with the known small bowel obstruction, compared to the earlier CT exam.¿ on (B)(6) 2018: (B)(6), md/(B)(6), md. Discharge summary. Reason for admission: abdominal pain, concern for abdominal infection and bowel obstruction. Discharge diagnosis: abdominal pain. Hospital course: ¿¿ admitted from (B)(6) hospital with concern for sbo and abdominal infection. He was passing gas and his midline incision looked improved. His diet was advanced as tolerated. Pain was controlled with IV medications, which were later transitioned to oral medications. He was maintained on his home warfarin for dvt prophylaxis. Prior to discharge, his pain was well controlled. He was voiding appropriately, tolerating a general diet, has a bowel movement and was ambulating without difficulty.¿ on (B)(6) 2018: (B)(6) hospital. (B)(6), md. Progress notes. ¿he returns to clinic due to drainage from his midline wound. Last week, a small area of his midline skin opened (1.5 cm diameter) and drained pus. He denies fevers or pain. He is eating well and having appropriate bowel function. On exam, there is a 1.5 cm diameter opening that tracks about 5 cm down to the fascia. He had a CT scan on (B)(6) 2018 which shows a small fluid and gas collection above the mesh and in the subcutaneous tissue. I suspect he has a small chronic abscess cavity. I have recommended that we initiate dressing changes to keep the skin open so that the cavity continues to drain. We will re-evaluate in about a month.¿ on (B)(6) 2019: (B)(6) hospital. (B)(6), md. Progress notes. ¿he is a 53 y/o man who underwent takedown of an enterocutaneous fistula, excision of infected mesh, partial small bowel resection, abdominal wall debridement, and recurrent ventral hernia repair with strattice mesh underlay on (B)(6) 2017. In the postoperative period, the skin of his midline wound opened up and a wound vac was applied. At follow-up, I suspected some necrotic subcutaneous fat which I debrided in the office. This failed to resolve the issue so he was taken to the operating room for abscess drainage and further debridement. Since then, the wound filled with granulation tissue and eventually healed. Recently, there is an area of the midline scar that has opened. The opening is about 1 cm diameter and 1.5 cm deep. He is currently packing this wound. He continues to work and reports that he is eating well. He had a CT scan about a month ago which shows the tract and surrounding inflammation. I recommended a more aggressive debridement of the area, but mr. (B)(6 states that he feels well and would not like to undergo another operation. He would prefer to continue packing this small tract. I advised him that there could be a deeper infection that is preventing healing and we may get to a point when we must go to the operating room. He conveyed understanding.¿ on (B)(6) 2019: (B)(6) hospital. (B)(6), md. Progress notes. ¿he is a 53 y/o man who underwent takedown of an enterocutaneous fistula, excision of infected mesh, partial small bowel resection, abdominal wall debridement, and recurrent ventral hernia repair with strattice mesh underlay on (B)(6) 2018. Given his high risk of wound morbidity, I did not pursue a complex abdominal wall closure or use of nonabsorbable mesh. In the postoperative period, the skin of his midline wound opened up. I suspected a wound infection and some necrotic subcutaneous fat which I debrided in the office and subsequently in the operating room. Following debridement, the wound filled with granulation tissue and eventually healed. However, a small area of the midline wound has occasionally opened and drained over the course of the past year. The opening was about 1 cm diameter and 1.5 cm deep. The wound has since closed and has remained closed for several weeks. He continues to work and reports that he is eating well. He had a CT scan on (B)(6) 2018 when the wound was open. There was some air and fluid within a subcutaneous tract that went down to the muscle. There is likely a small recurrent hernia forming. Mr. Lecher stated that he is interested in investigating bariatric surgery and wonders if bariatric surgery can be performed at the same time as a recurrent hernia repair. I advised him that there is potential that both could be done together. He does not want to do anything until next winter when works slows down.¿ plan: ¿1) begin bariatric orientation, education and supervised weight loss. 2) obtain repeat CT abd/pelvis at the end of summer to evaluate the status of the hernia and chronic infection. 3) return to clinic to discuss hernia surgery and/or bariatric surgery.¿ on (B)(6) 2019: (B)(6) hospital. (B)(6), apnp. History and physical: chief complain: morbid obesity. History of present illness: ¿¿ who was referred by dr. (B)(6) for morbid obesity. He has a complicated psh including several ventral hernia repairs. Patient had infected abdominal wall mesh, ec fistula and devitalized ulcerated skin in (B)(6) 2018. Dr. (B)(6) took the patient to the or for ventral hernia repair, implantation [sic] of biologic mesh, take down of ec fistula, drainage of intra-abdominal abscess, debridement of abdominal wall and surrounding tissue, partial small bowel resection, skin & subcutaneous flaps, vac placement and lysis of adhesions. Mr. (B)(6) was taken back to the or 4 days later for vac removal, abdominal wash out, drain placement and primary skin closure. The patient unfortunately had wound dehiscence and was managed with a vac for most of (B)(6) and (B)(6) of this 2018. Patient was admitted on (B)(6) 2018 and taken to the or for I&d of the abdominal wall abscess, debridement of the abdominal wall and vac replacement. Patients other pertinent surgical history include a diagnosis of carcinoid tumor for which a partial colectomy and resection of the terminal ileum was performed. Significant clotting history, dvt, and (+) lupus antigen, on lifelong anti-coagulation. Patient presents today for consideration of bariatric surgery and is interested in seeing if bariatric surgery could be performed at the same time as a recurrent hernia repair.¿ obstructive sleep apnea, noncompliant with CPAP. Former smoker. Quit date: (B)(6) 2017, smoked ½ to 1 pack daily. Gastroesophageal reflux disease. ¿frank reports that he has been obese since age 17 with a maximum adult weight of 370 lbs. The patient has made several non-operative attempts at weight loss including supervised diet program. His maximum weight lost is 60 pounds but he has regained all lost weight plus additional weight.¿ assessment: morbid obesity and multiple medical co-morbidities with failure of conservative therapy. Plan: following this evaluation, the patient was seen by the bariatric surgeon for discussion of surgical candidacy, option and detailed plan of the multi-disiplinary [sic]care. On (B)(6) 2019: (B)(6) hospital. (B)(6), md. Progress notes. ¿¿ has considered the potential bariatric surgical options as treatment for her morbid obesity with a bmi today of body mass index is 49.52 kg/m². The patient has attended our multidisciplinary bariatric surgery program's informational seminar. We had a long discussion about the pros and cons of each procedure. From among the different bariatric surgical procedures that we commonly perform, the patient is most interested in a laparoscopic sleeve gastrectomy. I agree with this choice and believe that this procedure is medically necessary and indicated. Will plan lap possible open sleeve gastrectomy (4 hours); if case is lap and can remove gallbladder will remove at that time (cholelithiasis on imaging and hostile abdomen); if have to convert to open, dr. (B)(6) will assist with abdominal wall closure; would like any attempt at a definitive hernia repair to occur after weight loss.¿ on (B)(6) 2019: (B)(6) hospital. (B)(6), md. Radiology. CT abdomen/pelvis with contrast. Comparison: (B)(6) 2018. Clinical information: abdominal pain, nausea, fever. History of recurrent ventral hernia status post multiple ventral hernia repair with mesh complicated by enterocutaneous fistula and infected mesh. Had recent takedown of the ec fistula, removal of infected mesh and drainage of subfascial abdominal wall abscess. Has had prior right hemicolectomy for carcinoid tumor. Bowel: postoperative changes from right hemicolectomy/ileocecectomy and small bowel anastomosis in the anterior abdomen. Interval development of large ventral defect with separation of inferior portion of mesh (for example on series 2 image 90). Herniation of both colonic and small bowel loops into the ventral defect, without obstruction or bowel wall thickening. Impression: ¿1. Interval development of large ventral defect with separation of the inferior portion of mesh compared to CT from (B)(6) 2018. Herniation of colon and small bowel loops into this defect, without obstruction. 2. Complex fluid collection inferior to the region of the umbilicus in the abdominal wall with multiple locules of gas, concerning for abscess formation.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for cat scan where ¿mesh pulled away from lateral aspect of hernia¿ were not provided.] [Missing records: records of CT scan which ¿revealed an abdominal wall abscess¿, ¿likely subcutaneous tissue necrosis¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.